Event description:
It was reported the customer experienced elevated blood glucose levels (282 mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer reports she has a lot of scar tissue. Site placement was change to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.